Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed that the unit failed the 50 pound weight test and that the unit had excessive oil within the bimba tube housing as well as on the bimba piston. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The piston migration was at 3.30 inches, which is indicative of significant hydraulic fluid loss. The complaint was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston which caused the device to fail the 50 pound weight test. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during shoulder procedure, device was leaking therefore it was drifting. There was no back up device, no delay and no patient injuries reported.